Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a clinic following-up, episodes of post-paced t wave oversensing was observed on the device. Abbott technical support was contacted, and reprogramming is anticipated, but no intervention has performed at this time. The patient was stable will continue to be monitored.